Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse discovered that the system was out of probe wash and there was almost no substrate in the reservoir. The fse performed a system check and a preventative maintenance (pm) on the system . The fse discovered that the site had new operators that were untrained the fse educated them on the system's operating requirements. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant immulite 2000 (B)(6) results were obtained on multiple patient samples. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s).there were no reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.